Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they are going to have an MRI tomorrow and need to charge their implant, but they can't get it to charge. Caller stated they keep seeing battery low, recharge the controller soon. Agent had caller connect the ac power supply to the controller. Caller confirmed the green light was blinking above the screen. Caller unlocked the controller and saw no device found. Caller noted that it has been some time since they last recharged the implant. Agent reviewed with caller to allow the controller to recharge before recharging the implant. Agent reviewed with caller how to go through passive recharge mode to begin recharging the implant. Caller will call back if further assistance is needed. On 2024-nov-13 rep called and said the pt had to get an MRI yesterday and was trying to charge their ins to enter passive recharge mode and had not charged their ins or used the therapy in several months, but then when they went into passive recharge mode, pt seemed to be stuck in the mode for an elongated period of time. Rep tried the new implant workflow in tech mode when meeting with the pt yesterday, but rep said the screen of the controller would go into passive recharge mode and then would advance to checking the recharger and would not advance any further. Rep had the pt try to use a loaner controller and recharger, but same issue persisted. Rep said they did not try to connect to ins with tablet during meeting yesterday with pt. Technical services (tss) suggested using the disable/enable device feature in tech mode. Rep will try this workflow and will call back if issue persists. On 2024-nov-15 rep called back while with the patient doing more passive recharging between 93 and 100 and attempting to disable/re-enable couple times with no success. The controller alone cannot find the ins. The tablet cannot find the ins, with the communicator right on top of the ins. The patient is using the "loaner" set of equipment and doesn't have their other equipment with them. Rep said the ins is very superficial and rep can feel the whole outline of it. The patient no longer uses the therapy and hasn't for at least a year but was trying to charge to be able to access MRI mode for their appointment on monday.